Event description:
It was reported that at an elective replacement generator change, the device output paused during electrocautery. The device was programmed doo 60. The dependent patient had an escape rhythm of 30bpm. The device was explanted and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: complaint could not be confirmed. Upon interrogation, device was still programmed to doo 60. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.